Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01966 and 3005099803-2012-01967 address these devices. It was reported to boston scientific corporation that two resolution clips were used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure, the first resolution clip (mr # 3005099803-2012-01966) was locked onto the tissue and deployed, but it failed to release from the delivery catheter. The device was withdrawn, and then a second resolution clip (mr # 3005099803-2012-01967) was used, but the same issue occurred; during deployment, the clip failed to separate from the delivery catheter. The procedure was completed with another resolution clip. Reportedly, both resolution clips were able to be advanced from their respective oversheaths, opened, closed, and then locked onto the patient's tissue. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.